Event description:
The customer reported that during a therapeutic arthroscopic shoulder rotator cuff repair stabilization procedure, the nursing staff was unable to white balance, take photos with the camera head, and an error message (e117) displayed on the console. The malfunction occurred while plugging in the camera and light lead to the processors. Since the patient's surgery was not able to be recorded for medical records, the staff took photos with the surgeons iphone. The procedure was completed with the same set of equipment. There was no patient harm or procedure delay as a result of the malfunction. This report is being submitted for the error message (e117).

Manufacturer narrative:
The olympus service center confirmed the reportable malfunction, e117 error message display on the unit. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the error message (e117) could not be determined. Olympus will continue to monitor field performance for this device.